Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d234vrg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that a patient implanted with an implantable cardioverter defibrillator (ICD) presented to the hospital with chest distress and was admitted. It was noted that the patient developed a storm of ventricular tachycardia and ventricular fibrillation. The ICD delivered treatment, however, (B)(4) failed shocks were reported and the patient died.